Event description:
A gia 80 3.5 stapler was used, upon reloading the stapler the blade was pushed out of the load before firing. A new reload was placed on the stapler and the blade was pushed up again. A new gia stapler was then placed on the field. The previous reloads were not used on the patient.